Event description:
"Upon placing the second clip- during a laparoscopic cholecystectomy- the clipper scissored the clip which ended up cutting right through the cystic duct leaving the first clip barely hanging on to a small amount of serosa with an open stump of the cystic duct on the common duct. The stump of the cystic duct again was short and after having been scissored, most of that tissue was destroyed by the scissoring."